Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited high atrial lead impedance. Threshold and sensing is normal, and there have been no symptoms or noise. The patient would continue to be monitored. No additional information was reported.